Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the power switch not being able to be pressed was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the on and off switch was pressed in and no longer goes back on the visera elite video system center. No patient harm was reported. The device was returned and evaluated, and the power switch could not be pushed due to a power switch failure, and it was worn out. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. The power switch could not be pushed due to a power switch failure, and it was worn out. Additional findings include that the video connector could not be disconnected smoothly because the video connector socket was worn out. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.